Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a hardware issue. The field service engineer found that the station was asking to sign in to cfn app from the blue screen/desktop, set the system configurations to auto start in the cfn app to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a hardware failure. The customer stated that the device had a device failure, after restarting the device multiple times, it is asking for a password at the very beginning of the startup screen and can't go past that screen causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.